Event description:
The customer reported the system would not make fluoroscopic exposures. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.